Event description:
Pt called lfs alleging that their meter was reading inaccurately high. Pt reported blood glucose results of "561 mg/dl" and "247 mg/dl" with the lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Pt had been using samples drawn from their arm. No symptoms were reported at the time of concern. A control solution test performed with the customer service rep fell within the accepted range. The pt also reported the meter prompting error 5 and their test strips peeling. The error 5 message was resolved through troubleshooting with the customer service rep. The test strips are not designed to peel upon insertion into the meter. Pt explained that they did not have any symptoms during the times of concern. Pt did report using another meter to test with. Pt reported using their back up meter when pt noticed their test strips peeling. A reading of "206 mg/dl" was obtained on the back up meter. No medical care was sought from a healthcare professional. There was no evidence of an adverse event. The meter and strip are being reported due to the unmet precision claim and the peeling test strips.